Event description:
Ous MDR - an alert was received via home monitoring regarding vf. When the patient arrived at the hospital for a follow-up, it was confirmed an inappropriate shock occurred due to oversensing of noise. A similar episode was observed on the date of explant, when the system was removed. To date this lead has not been returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was found cut into two pieces. Both parts were received for analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Signs of abrasion were observed along the lead body. In the distal area the insulation was found damaged. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. This damage can be seen as root cause for the noise observed in the rv channel. In the area of the insulation damage the conductor cable to the ring electrode was found fractured. As the pacing impedance in the cardio report received with this lead is within range for the entire observation time, the fracture most likely occurred during the extraction procedure. Further damages such as the deformation of the fixation helix most likely occurred during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.